Event description:
The companion 2 driver was returned to syncardia for routine service. During service, it was observed that the pt data file could not be downloaded onto a memory stick. This alleged failure mode poses a low risk to the pt because the issue was observed when the companion 2 driver was not supporting a pt. In addition, this alleged failure mode does not prevent the companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.